Manufacturer narrative:
(B)(4). The reported skin reaction is being reported under (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction and mentioned that the sensor may or may not have caused her legs and feet to swell. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she tried to take a prescription medication to see if the swelling would go down. She indicated that the sensor fell off on (B)(6) 2018 and later in the evening the swelling in her legs and feet went away. No additional patient or event information is available.